Manufacturer narrative:
The returned product was evaluated and performed as designed during testing. A pdm (personal diabetes manager) error was seen in the data. The exact cause of this error could not be determined. Bg (blood glucose) readings were taken with the strip simulation tester and no issues were noted. The error could not be reproduced during the remainder of the testing. No malfunction or other product condition that would have contributed to the patient's hypoglycemia and hospitalization was found.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96 warning: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 111 advises: hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm.

Event description:
The patient reported that the pdm (personal diabetes manager) started to alarm. His blood glucose went down to 19mg/dl and he sought medical attention. He was experiencing fevers, chills, hot sweats, and irritability. He was check for the flu, but was negative. The patient was treated with saline water, dicyclomine, loperamide, onsetron odt (oral dissolving tablet), and an insulin drip. His doctor made changes to his insulin doses as a results of this event.